Event description:
It was reported by service report that the head left timing link was broken as well as the motion interrupt pan. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Timing link and motion interrupt pan.